Manufacturer narrative:
The factory examined the unit and determined that excessive adhesive overflowed into the port causing a crack during sterilization. The equipment used to prevent excessive adhesive from being applied to the port will be changed every two hours instead of once per day as of 2/18/97.

Event description:
Oxygenator leaked from tubing between heat exchanger and membrane during priming.